Event description:
It was reported that the vertical lift column on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone site investigation. The customer was not following the new power supply operation. The customer canceled the service call.